Event description:
It was reported that the insulin pump was removed from the customer while she was in the hospital for triple bypass surgery. When the insulin pump was returned to the customer, there was moisture beneath the display. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic and motor assemblies.